Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a manufacturing representative (rep) and patient. The patient reported that they had burning ¿in brain¿ on their right side during an MRI. They stated that they put the device in MRI mode, and had a head and cervical MRI with and without contrast. The patient noted that they told the MRI tech that there was burning in their head that intensified and spread. The MRI tech stopped the scan, gave the patient a break, and continued. The issue was reported to be resolved.